Manufacturer narrative:
Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use.

Event description:
Complaint report indicates that implant failure was due to lack of osseointegration. Bone quality at time of failure was type iii.